Event description:
A vaginal hysterectomy was performed in 2001. Prolapsed tissue through vaginal cuff was noted approximately one and a half months later with intermittent drainage. Laparoscopic removal of gastric epiploica from vaginal cuff with vaginal cuff repair was required.